Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had burnt balancing chamber valves. These were discovered upon troubleshooting high and low flow error messages/ alarms. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 26,000 hours and these components were the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt balancing chamber valves/ wiring. The biomed replaced the top four balancing chamber valves and wiring and the machine is back in service without any further issues. The biomed confirmed that the complaint components are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius biomedical technician (bmet). To resolve the reported issue, the bmet replaced the top four balancing chamber valves and wiring. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the bmet identified burnt balancing chamber valves. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had burnt balancing chamber valves. These were discovered upon troubleshooting high and low flow error messages/ alarms. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 26,000 hours and these components were the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt balancing chamber valves/ wiring. The biomed replaced the top four balancing chamber valves and wiring and the machine is back in service without any further issues. The biomed confirmed that the complaint components are available to be returned to the manufacturer for physical evaluation.